Manufacturer narrative:
E1: patient city: (B)(6). Patient country: brazil. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced infusion set leakage event on (B)(6) 2025 due to which the patient faced site issues, skin irritation and blood at the site. The leakage was at qr. The site of cannula insertion was at flank. No further information available.